Manufacturer narrative:
D4 - the UDI number for this product code/lot number combination is not required. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection found that the urethane outer layer had been sheared off and the core wire was exposed. Magnifying inspection of the urethane sheared segment found the surface of the sheared cross section of the urethane outer layer was in a smooth state with a spiral shear cross section on a part. The sheared urethane segment had a semicircular groove along the total length. The core wire was completely exposed with no missing portion on the sheared urethane outer layer. The urethane outer layer still remained on the half of the circumference of the shaft with the sheared urethane outer layer being separated and missing. It is likely that the half circumferentially sheared urethane outer layer approximately 40mm in length remained in the patient's body. The outside diameter of the shaft was measured on the undamaged segment and confirmed to meet manufacturing specification. Simulation testing was conducted. A guidewire sample was let to come into contact with a metal needle. In this state, the guidewire was withdrawn while subjected to torque manipulation. The urethane outer layer was sheared off in the spiral shape. The state of the damage was confirmed to be similar to that on the actual device. A review of the manufacturing record and shipping inspection record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual device was subjected to a withdrawing manipulation through the involved metal needle in the state of the actual sample having contact with the metal needle resulting in the reported event. The device labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: "do not manipulate or withdraw the guidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the urethane outer layer of the involved device sheared during a procedure. Follow up communication with the user facility confirmed the following information: during the percutaneous transhepatic bile duct drainage, the actual device was used in combination with a metal needle; the surgeon noticed that the urethane outer layer of the actual device had been sheared off; and it is likely that the half circumferentially sheared urethane outer layer approximately 40mm in length remained in the patient's body.